Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not able to run sessions. There was no report of patient harm or injury. The clinical specialist confirmed progession of out-of-range (oor)/high-impedance failure on both leads. The implanting physician decided to explant the device and will reimplant a new reactiv8 system later. This is because the implanting physician used a long kelly tool, which caused tissue puncturing of the long kelly. The implantable pulse generator (ipg) and two leads were removed without complications. There was no report of patient harm or injury. The post-initial implant imaging was reviewed. The lead was confirmed to be fully fractured due to improper strain relief and so the explanting release tool was not used. The hospital kept the explanted device; therefore, no analysis can be performed. The device history record was reviewed. No relevant nonconformances were found.